Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the fiber breakage could not be determined, however, the damages may be attributed to user mishandling. The fiber was visually inspected and it was discovered that the connector end was separated from the fiber body, there was no signs of fiber use. The following is included in the instructions for use: "be careful to not use too much force, as this can damage the fiber or laser system connector." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Follow up communication with the customer conveyed the following information: no error observed as a result of the failure, procedure was not prolonged or extended. Procedure completed with another device. Type of procedure performed noted unknown, devices connected to the subject device when the failure occurred noted unknown. The subject device was received and evaluated . Device evaluation found the connector end is missing the proximal cap and has been separated from the body of the laser fiber. The fiber break side appears to have broken off without signs of laser activation or energy involvement. The fiber body does not appear to have any defects along the length of the fiber shaft. The distal tip is intact and does not appear to have been used. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported, the device tfl-fbx200s fiber fell off during a case (unknown, unspecified procedure). The device was replaced , the intended procedure was completed with no harm or injury reported . No harm was reported, no user injury reported due to the event.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3011050570.